Event description:
The manufacturer received information alleging the differential pressure (dp) calibration test steps had failed on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.